Manufacturer narrative:
After further review of the additional information received the following sections g4,g7, h2 and h6 have been updated accordingly. As reported, one 2mm x 10cm x 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter and one 2.5mm x 30cm x 155cm saber pta balloon were used for pta; however, they ruptured within nominal pressure. There was no reported patient injury. This was an endovascular therapy (evt) case. The lesion was the superficial femoral artery (sfa) to anterior tibial artery (ata) which had chronic total occlusion (cto). The lesions had severe calcification. The devices were replaced with a new saber rx balloon and an unknown high-pressure balloon catheter and they could be inflated. The doctor commented that the lesion was a long cto lesion. The sales rep has received reports that it may have been damaged and stack by calcification during delivery, or it may have damaged by calcification during expansion. The product was not returned for analysis. A product history record (phr) review of lot 82187022 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification and a chronic total occlusion may have contributed to the reported events as calcification is known to cause damage to balloon material. As mentioned by the sales rep it is likely the balloons were damaged by calcification during delivery, or it may have damaged by calcification during expansion. However, without the return of the devices for analysis, it is difficult to draw a clinical conclusion between the devices and the events reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82187022 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported event. The reporting reference number for the other event is 9616099-2020-03842.

Event description:
As reported, one 2mm x 10cm x 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter and one 2.5mm x 30cm x 155cm saber pta balloon were used for pta; however, they ruptured within nominal pressure. Therefore, they were replaced with a new saber rx balloon and unknown high-pressure balloon catheter and they could be inflated. There was no reported patient injury. This was an endovascular therapy (evt) case. The lesion was the superficial femoral artery (sfa) to anterior tibial artery (ata) which had chronic total occlusion (cto). The lesions had severe calcification. The doctor commented that the lesion was a long cto lesion. The sales rep has received reports that it may have been damaged and stack by calcification during delivery, or it may have damaged by calcification during expansion. The devices will not be returned for evaluation as they were discarded.